Event description:
During a coronary stent procedure of a pre dilated rca lesion, the stent was successfully deployed on the first inflation at 16 atm's, however, the balloon would not release from the stent. After some manipulation the balloon did release from the stent. While attempting to remove the delivery device it froze on the wire. The delivery device and wire were removed as one without incident. Upon removal it was noted that the balloon had ruptured. While the physician was re-wiring the lesion, it was noted that there was a dissection. The dissection was repaired with another stent. Pt status is listed as "okay".